Event description:
The customer's mother stated that the customer was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 21 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer's mother declined to perform any additional troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.